Manufacturer narrative:
The explanted devices were kept by the medical facility and were not returned to bsn for further analysis. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that a pt was experiencing soreness at the midline incision and pocket sites. The pt's precision system was explanted at the pt's request. The pt was reportedly doing well following the procedure.